Manufacturer narrative:
(B)(4).the problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of hypertensive crisis and sterile peritonitis in a patient coincident with dianeal pd4 and extraneal therapies for end stage renal disease. Pd therapy continued unchanged. On (B)(6) 2012, the patient was hospitalized for a hypertensive crisis. Diagnostic and treatment information was not provided. On (B)(6) 2012, the patient also experienced sterile peritonitis. On (B)(6) 2012, remedial treatment with ceftazidime and vancomycin was initiated. On the second day of hospitalization, the patient experienced abdominal pain. On (B)(6) 2012, ceftazidime and vancomycin were stopped and the patient was discharged from the hospital and transferred to the angiosurgical department for catheter removal. The reporter considered the severity of the sterile peritonitis as severe. At the time of this report the patient had not recovered from the peritonitis. The outcome for the hypertensive crisis was not reported. An opinion of causality was not reported for the event of hypertensive crisis. Per the consumer, the event of peritonitis was unlikely related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.